Event description:
Follow up was performed and it was indicated that the patient passed away from respiratory failure due to chronic aspiration. The cause of death was not believed to be related to vns. Attempts were made for product return; however the device was not explanted at the time of death.

Manufacturer narrative:
Date of event: the patient passed away on (B)(6) 2009, however it was initially reported that the patient passed away on (B)(6) 2009.

Event description:
It was reported that the patient passed away. The date of death was (B)(6) 2009. A sudep evaluation for this patient was performed and it was indicated that the death is possible sudep. Attempts for additional information have been unsuccessful to date.